Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 407 mg/dl. The customer's current blood glucose was 215 mg/dl. The customer did experience any symptoms such as vomiting and difficulty in breathing a result of high blood glucose. Troubleshooting was done for high blood glucose and under delivery. The customer was wearing the insulin pump within 48 hours during the hospitalization. Based on customer report customer did not allege pump was under delivering. Drive support cap appears to be normal. The insulin pump will not be returned for analysis.